Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin squirted from the tubing after the act button was released; this occurred after an infusion set change. The customer's blood glucose at the time of incident was 305 mg/dl. During troubleshooting the customer confirmed that insulin continued to drip after the motor stopped during the fill tubing process. The force sensor may not have detected the reservoir during the seating process. The customer was advised to revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomaly noted.